Manufacturer narrative:
The device in question was returned to mmdg for evaluation of possible volumetric inaccuracy. Mmdg successfully duplicated the complaint, observing the pump under-delivering during a standard volumetric accuracy test. The cause of the pump's volumetric inaccuracy was found to be due to partially-unfinished preventive maintenance by a third-party service. The device was repaired and returned to the customer. This is a retrospective filing.

Event description:
The initial reporter stated: "volume test failed multiple times. Needs recalibration rate: 125 ml / hour. Dose: 10 ml - volume. Water was used for testing purposes". The event occurred during testing. No patient was involved. (B)(4).